Event description:
A customer's mother reported via webform an unspecified sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as "pale and weak" and was unable to self-treat. Customer required third-party intervention by a relative, a neighbor, a friend who provided juice, sugar or food for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. N/a was populated as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's mother reported via webform an unspecified sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as "pale and weak" and was unable to self-treat. Customer required third-party intervention by a relative, a neighbor, a friend who provided juice, sugar or food for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. Data was extracted using approved software, and extraction was successful. No abnormalities were observed with the sensors data. Therefore issue is not confirmed all pertinent information available to abbott diabetes care has been submitted.